Event description:
Customer alleges that tektronix x350 as x-terminal unit produced a small amount of smoke and needs to be replaced. There was no medical ramifications to this defect. The x-terminal is no longer manufactured and was replaced. Prior eval has shown that as these units age past three yrs there is the potential for a capacitor in the power supply to fail producing a small amount of smoke and a burning smell. The power supply meets certification standards such as csa, tuv and ul 1959 and will not produce flames.